Manufacturer narrative:
A partial device was returned to the manufacturer for evaluation, where it was determined that the balloon end of the tube had broken off and was missing from the sample. The investigation remains in progress at this time. The device history record for lot 30046423 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the feeding tube fell out of the patient but that the balloon broke and the pieces left inside. No further clarification was able to be provided at that time. Per information received 29 mar 2022 based on the evaluation the sample, it was determined that the tube had broken off completely. Per additional information received on 8 apr 2022 from the original reporter, there has been no report of the broken off piece being passed naturally, however no medical intervention has been required. The doctor determined that it should pass naturally eventually.

Manufacturer narrative:
The device was evaluated. The sample provided was evaluated confirming the tube breaks on the piece of tube attached to the molded head. However, per DHR review and process assessment conducted, there were no activities or tools identified that could cause this type of damage in the tube of mic-key, therefore, the root cause for this incident could not be conclusively determined or associated to the manufacture device. In addition, there was an expiration date of three days after when the device involved had expired. Root cause could not be determined. All information reasonably known as of 20-jun-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.